Manufacturer narrative:
Product analysis: device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the device history record review is in process. Once the review is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Event description:
Medtronic received information that 21 days post implant of this bioprosthetic valve, the patient was symptomatic at home and emergency was called. The patient was admitted to the intensive care unit for complete heart block. A temporary pacemaker was inserted upon hospital admission and the patient received a permanent pacemaker 22 days post implant. Device remains implanted and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.